Event description:
The patient was implanted with an impella rp and treated with sildenafil and dobutamine. The patient remained in the intensive care unit (ICU).

Manufacturer narrative:
Manufacturer's investigation conclusion a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported right heart failure could not be conclusively determined through this investigation. The report of low flow alarms can be confirmed based on the onsite evaluation by an abbott representative. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) . No product is available for investigation. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on (B)(6) 2021. The heartmate 3 lvas instructions for use (IFU), rev. C, is currently available. Section 1 of this IFU lists right heart as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The system monitor section of the IFU describes the pump flow display and pulsatility index (4-12 through 4-16) and the hazard alarms (4-18 and 4-30). This document states that the low flow hazard alarm will be triggered when pump flow is less than 2.5lpm and explains that changes in patient conditions can result in low flow. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm (7-7 and 7-11). The heartmate 3 lvas patient handbook describes the actions to take in the event of a low flow alarm. The heartmate 3 lvas patient handbook, rev. C, is also currently available. Section 5 of this handbook, entitled "alarms and troubleshooting," describes the actions to take in the event of a low flow alarm. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that during the implant procedure had recurrent low flow alarms less than 2.5 lpm. It was suspected that the patient was having right ventricular (rv) failure. In an attempt to protect the rv, the surgeon elected to keep speed at 5000 rpm or below for maximal medical rv support. It was requested to lower low flow threshold to 2.0, but the patient was too unstable for a controller exchange. Direct toggle to low flow 2.0 selected on v1.7 primary controller.